Event description:
It was reported that the customer received multiple failed self test alarms on the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a failed self test alarm due to faulty connector at the remote frequency board. Device received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.